Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn because nothing was grasped between the grasping part and the tip of the probe when the ultrasonic wave was output (including after the tissue was cut). 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
It was reported the tissue pad of the device was damaged during a therapeutic laparoscopic colectomy. The device was replaced and the intended procedure was completed using a similar device. There was no procedural delay, no additional anesthesia for the patient. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication, it was reported that the facility discarded the device and therefore was not returning. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform correction on e1 (establishment ) of the initial report. The establishment name is being corrected. The correct name of the establishment is tokushima prefectural welfare federation of agricultural cooperatives anan medical center and not tokushima prefectural welfare .